Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lcx with 90% stenosis but the device dislodged at the lesion. The stent was retrieved with the device. No patient complication reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. Three segments at one end of the stent were positioned over the proximal balloon bond, the remaining segments were stretched and off the balloon. Three segments at one end of the stent were intact. The remaining segments were stretched and deformed with a number of segments bunched at the other end of the stent. Image review: procedural images provided by the account confirm the presence of calcification and stenosis in the lcx. The images capture a balloon device positioned at the ostium and proximal in the lad. The balloon is retracted back to the ostium of the vessel and another balloon device is delivered to the ostium of the lcx for kbt. The attempted delivery of the endeavor resolute stent in the lcx and the subsequent dislodgement are not captured following the removal of the balloon device and guidewire from the lad. The images capture the dislodged stent on the guidewire in the lcx. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (dislodgement). Patient's condition affected effectiveness of device (lesion morphology) - 90% stenosis and severe calcification. Failure to follow instructions (excessive force used). User/device interface (excessive force used). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 90% stenosis and severe calcification. Inherent risk of procedure - (dislodgement). User error contributed to event (excessive force used). (B)(4).